Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('uterine perforation/ migration') in a (B)(6) year-old female patient who had essure (batch no. (B)(6)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and depression. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("chronic dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced haematoma ("hematoma"), 1 year 3 months after insertion of essure. In (B)(6) 2010, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced erythema ("rashes or skin conditions type: dry red skin/ rash/skin condition"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pain left side"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("breakage/ expulsion: expulsion/ malposition of essure device location of device: uterus"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with surgery (she had unilateral salpingectomy left and surgical removal of coil(s) - right). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, device expulsion, anxiety, gastrointestinal disorder, visual impairment, weight increased, vaginal haemorrhage, depression, nausea, erythema and haematoma outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue, alopecia and migraine was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, gastrointestinal disorder, haematoma, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatments for event chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, breakage/ expulsion: expulsion, migration, fatigue, gi conditions, hair loss, migraine, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Imaging procedure - on (B)(6) 2008: left occlusion only. Most recent follow-up information incorporated above includes: on 18-sep-2019: reporters details updated and patient demographics, laboratory data were added. Essure indication updated. Added lot number. On (B)(6) 2017, she explanted essure. Injury event was updated to chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rashes or skin conditions type: dry red skin/ rash/skin condition, breakage/ expulsion: expulsion/ malposition of essure device location of device: uterus, psych injury/ psychological or psychiatric problems condition: anxiety, fatigue, gi conditions, hair loss, migraine, vision problems, weight gain, depression, abnormal bleeding (vaginal), migraines / headaches, nausea, perforation (fallopian tube), uterine perforation/ migration, hematoma. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.